Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that while using the bd autoshield duo¿ pen needle the cannula breaks off. Report 3 of 3. The following was received from the initial reporter: incident or problem information date of incident (yyyy-mm-dd): (B)(6) 2023 level of harm: no apparent harm - reached patient/person, inconvenient incident details: total 11 units of insulin lispro ordered with meal to give. Writer provided insulin via insulin pen as per mar. Writer able to push the plunger until 4 units marker on the pen with no resistance, pen lid engaged after, and no drops of insulin noted to patient's skin. Upon disconnecting the needle to, writer noticed the needle was bent at a 90 degree angle requiring tweezers to take out of the insulin pen. Needle placed in sharps and new pan lid placed. Final 4 units of insulin given with no issues. Who was affected? Patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd autoshield duo¿ pen needle the cannula breaks off. Report 3 of 3. The following was received from the initial reporter: incident or problem information. Date of incident (yyyy-mm-dd): (B)(6) 2023. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: total 11 units of insulin lispro ordered with meal to give. Writer provided insulin via insulin pen as per mar. Writer able to push the plunger until 4 units marker on the pen with no resistance, pen lid engaged after, and no drops of insulin noted to patient's skin. Upon disconnecting the needle to, writer noticed the needle was bent at a 90 degree angle requiring tweezers to take out of the insulin pen. Needle placed in sharps and new pan lid placed. Final 4 units of insulin given with no issues. Who was affected? Patient.